Event description:
Strong burning smell coming from philips respironics dreamstation 2 auto CPAP advanced. Was working fine the evening before. When I went to turn on the device on the evening of (B)(6) 2023 it would not come on. I unplugged the device and plugged it back in. The device then came on but I noticed a very strong burning smell coming from the device. I am unable to use the device but it is needed for moderate-to-severe sleep apnea. This is a replacement device of the originally recalled dreamstation CPAP. I have been using the current device since (B)(6) 2021. It is kept on a flat surface away from anything flammable. I saw no smoke but the smell was so strong that I was not able to use the device. Reference report: mw5149344.